Manufacturer narrative:
Qn#(B)(4) .

Event description:
It was reported that "the patient was admitted to the ICU after coronary artery bypass grafting and carotid endarterectomy, and iabp was used to assist in circulation. At around 8:00 am on (B)(6) 2023, the iabp screen suddenly went black during use, and the system was still running. The patient was immediately replaced with another iabp machine for treatment, and no harm was caused to the patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the reported complaint of "screen suddenly went black" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the patient was admitted to the ICU after coronary artery bypass grafting and carotid endarterectomy, and iabp was used to assist in circulation. At around 8:00 am on (B)(6), 2023, the iabp screen suddenly went black during use, and the system was still running. The patient was immediately replaced with another iabp machine for treatment, and no harm was caused to the patient". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient was admitted to the ICU after coronary artery bypass grafting and carotid endarterectomy, and iabp was used to assist in circulation. At around 8:00 am on (B)(6) 2023, the iabp screen suddenly went black during use, and the system was still running. The patient was immediately replaced with another iabp machine for treatment, and no harm was caused to the patient". The patient status is reported as "fine."